Event description:
A physician reported a pt who was skin tested on 23 april 1998 with negative results and treated for fine wrinkles in the upper lip on 14 may 1998. On 16 may 1998 the pt developed swelling of the lip and the injected places. The physician prescribed intramuscular celestone which gave temporary relief for 1 week. The physician diagnosed a hypersensitivity.